Manufacturer narrative:
H3, h6: the navio handpiece, pfsr110137, (B)(6) , used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The "internal cable/drill console error" presented when attempting calibration/homing. The most likely cause of this event is a short in the internal wiring of the handpiece cable. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint however no further escalation action is required. The surgical technique guide provides guidelines for recovering to a fully manual procedure in the ¿recovery procedure guidelines¿. The failure mode and associate risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from the us, it was reported that during navio tka procedure internal cable/drill console error displayed during tibia bone removal. They shut the system down and rebooted, but received the 40000000000 error for the siu due to a handpiece. The procedure was completed with manual instruments with a delay reported of less than 30 minutes. No patient harm or additional complications were reported. As a part of corrective action a more robust design of the siu motherboard has been released. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during navio tka procedure internal cable/drill console error show during tibia bone removal. They shut the system down and rebooted, but received the 40000000000 error for the siu due to a handpiece. The procedure was completed with manual instruments with a delay reported of less than 30 minutes. No patient harm or additional complications were reported.